Manufacturer narrative:
Please disregard ref report 3004464228-2025-60704-00. Additional information was received that there was not a needle mechanism failure therefore no regulatory report is needed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported detached / broke-off cannula. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod's cannula detached prior to activation, resulting in the cannula breaking off. The pod was not worn. No impact on the patient's glucose was reported.